Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to malfunction. There was no adverse impact to customer¿s blood glucose level. Customer was assisted with resetting pump, which resolved issue, and was instructed to call back if malfunction code recurs. They continued using an older pump and have not started using a newer one.